Manufacturer narrative:
Product return was requested but not received so far. Full evaluation will occur upon receipt of returned product.

Event description:
Consumer via e-mail stated that the pins and the oral-b toothbrush head came loose in their mouth. No injury was reported.